Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received and confirmed the physician treated this issue with oral antibiotics. The issue is now resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Related manufacturer reference number: 3006705815-2020-31225. Related manufacturer reference number: 1627487-2020-31061. Related manufacturer reference number: 1627487-2020-31062. It was reported the patient experienced burning sensation and drainage at the lead incision site, along with a low-grade fever. A CT scan was normal. To address the issue, the physician opted to explant the patient¿s system.